Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or reset alarm noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Device had cracked lcd window. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had crack on the screen which makes it difficult to read and buttons were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump received motor error once as well as insulin pump was not able to rewind. The customer also reports no delivery alarms and low battery issues. Troubleshooting was declined. The insulin pump will not be returned for analysis.